Manufacturer narrative:
The insulin pump has no button response due to corroded keypad traces. No button error alarms noted. Cracked case near display window corners, cracked reservoir tube lip, and cracked reservoir window noted during visual inspection. The device was monitored and no frozen display noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and display anomaly. The blood glucose at the time of the incident was 109 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.